Manufacturer narrative:
The pump has been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up #1 01/25/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the display screen was found to be dim and miscolored. This issue is obvious and detectable by the user and should alert the user to discontinue use of the device.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons reportedly not working well. The reporter claimed that the keypad buttons feel soft to press, but that the keypad is still intact. There was no adverse event associated with this complaint.